Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions the customer had to press the wake button multiple times for the pump to respond. In addition, it was reported that the touchscreen is intermittently unresponsive to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.